Event description:
Reportedly, pt expired due to unk reasons. Unk if pt death is device related. Date of pt's death an implant duration is unk. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.